Manufacturer narrative:
A follow-up report will be filed when the investigation is completed. (B)(4)

Event description:
The customer reports that ris and transcription applications show more information in a report than what pacs is displaying. A sentence is missing from the report in pacs that is in the ris. There was no reported patient injury associated with this event.